Event description:
A customer reported a pump malfunction without any notable prior events. It was unclear if the malfunction affected the customer's blood glucose levels, as this information was not provided. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. They advised the customer to continue using the pump and to call back if the malfunction reoccurred.